Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received on (B)(6) 2015 from a manufacturer's representative via crts (customer response tracking system) regarding a 42 year old male patient receiving an unknown drug via implanted infusion pump. The indication for use was noted as non-malignant pain. The patient was claiming that the pump was not working. Per the manufacturer's representative a rotor study and a dye study were performed and everything is fine. The patient was able to use the personal therapy manager and according to the reporter there was no indication of motor stall or other pump issue. The event date, drug used in the pump, other medications, pertinent medical history, symptoms, actions, interventions, cause of the pump not working, and whether the issue was resolved were not reported. Follow up was being conducted to obtain this information. If additional information is received a follow up report will be sent.